Event description:
The complainant in japan had a cp support ongoing for a patient admitted in with worsening heart failure and st elevated myocardial infarction. The limb became ischemic from the access site/pump location. The harm/injury prompted the team to explant the pump.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E1 initial reporter name prefix was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25300.